Manufacturer narrative:
Initial reporter address - (B)(6). Device evaluated by manufacturer: analysis of the device showed no evidence or defects that could have contributed to the "body friction" event reported; consequently, not confirming the reported complaint. Additionally; the spring tip was found to be bent/kinked and the solder weld was missing.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the device could be advanced through the rotapro advancer. A rotawire was selected for use. During the procedure, a severe resistance was felt when attempting to advance through the advancer. The rotawire could not be extended from the back of the rotapro advancer. There were no complications reported. However, device anlysis revealed that solder wild was missing.